Event description:
It was reported that there was an issue with the right eye; the side cut was incomplete. The surgeon did not attempt to lift the flap and decided to redo it at a later stage. The left eye was successfully treated. The surgeon reviewed a picture from the patient report, which clearly showed a vacuum loss. The surgeon stated that there was no error message or warning about this. Daily activities were not significantly affected. The doctor believes the issue was due to patient movement. No further information was provided. A separate report is being submitted for the patient interface. This report pertains to elita.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Elita is not an implantable device. Section d6b - explant date: not applicable. Elita is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the elita was not evaluated by a filed service engineer. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.